Event description:
April 1976 augmentation with silicone gel implants. Fatigue developed 1984pt has had arthralgia since 1986 with numbness of upper extremities since 1993. Class 2 bilateral capsular contractures with ruptures. 1994 diagnosed with nonspecific autoimmune condition, persistant breast tenderness and numbness, fatigue, arthralgia, bilateral carpel tunnel syndrome and easy bruising.